Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with stopper missing. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no. This is the first complaint for the lot# 8082759 for the same defect or symptom. No related defects or qns were recorded in the DHR. No photos or samples were available to confirm the defect. Root cause could not be determined without photos or samples no corrective actions required, root cause could not be determined.

Event description:
It was reported with the use of the bd syringe with bd luer-lok tip there was an issue with stopper missing. There was no report of injury or further medical intervention.